Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise. The rv lead was reprogrammed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the rv lead was capped and replaced on 09 sep 2022. The patient was in stable condition throughout the procedure.